Manufacturer narrative:
Update to lot information and corresponding date of manufacture, expiration date and UDI. Additionally, second MDR 3005248192-2025-00183 has been submitted for this same event as complaint now references 2 lot numbers.

Event description:
Customer reported observation of a false not detected result when running the alinity m hr hpv assay. In this case, the patient was diagnosed with high grade squamous intraepithelial lesion (hsil). When this patient's sample was initially tested 2/25 (test (B)(6)) it generated a not detected result. Additionally, on 3/12 when the sample was repeated (test ID (B)(6)) it generated a not detected result. When run on the roche system, the result generated was positive for genotype 51. Technical application specialist (tas) performed a data review, which did not indicate any issue with the instrument or data reduction. Curve analysis indicated amplification for "other a" but the cycle number value was beyond the cutoff for the assay. Only the roche result of positive for genotype 51 was reported outside the laboratory, so there was no impact to patient management based on this suspected false not detected result.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hpv amp kit, list number 09n15-090, which is the same/ similar to the alinity m hpv amp kit, list number 09n15-095, which is us FDA approved.

Manufacturer narrative:
Investigation into this complaint included file sample testing, customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lots 408770 and 407319 were performed and all testing met the acceptance criteria with a pass disposition. The assay meets validity and acceptance specification requirements, and no error codes or flags were displayed for the run controls. There were no instances of false negative results. The file sample evaluation testing results did not verify customer's observation. Customer data review: the customer result logs attached to the ticket were reviewed. All tests of the reported sample (sids (B)(6) were interpreted as negative on the alinity m system. For the other hr hpv b target (including hpv51), no fractional cycle number (fcn) value was reported as the curves did not meet application specification criteria for a true amplification signal. For the other hpv a target, the initial testing produced low amplification; however, the fcn value was beyond the assay cutoff for the other hpv a channel. The amplification curves were as expected for negative samples, and no error codes or performance-related flags were generated for any of the reported samples. Different platforms may utilize different methods and have different sensitivity; therefore, results may not be comparable. Quality data review: device history record (DHR) review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 408770, 407319 and their components did not identify any issues that could result in the reported complaint. No records related to the reported complaint were found that would indicate any issues that could have led to the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m hr hpv amp kit (list 09n15-090) lots 408770 and 407319 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify any existing internal quality records that could result in the reported complaint during production or internal use. The CAPA review did not identify any quality records related to the reported complaint for the reported lots 408770 and 407319. Complaint history review a lot specific search was performed for complaint tickets related to the reported issue. Additionally, complaint trending was reviewed. A trend violation was not identified, and the upper control limit was not exceeded for product 09n15 (base list number). Based on the results of the investigation, a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lots 408770 and 407319 was not identified.